Event description:
It was reported capture management recorded a high threshold on the ventricular lead. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant device: 5076 implantable pacing lead: (B)(6) 2002. (B)(4).

Manufacturer narrative:
#(B)(4) product analysis: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found.